Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self testing.

Event description:
The customer reported a 840 ventilator with a safety valve open. The ventilator was not on a patient at the time of the event.